Event description:
The pt's physician contacted lfs on their behalf alleging that their one touch ultra meter was prompting the error 4 message. The pt neither alleged harm nor exerienced injured or medical intervention. The pt was tested on another meter and results were reported to have been "normal". The customer service rep confirmed that the pt had been using correct testing techniques, had test strips which were in good condition, the samples were obtained from their finger, and the approximate room temperature when the reading was taken was within range. Pt's meter was replaced.